Event description:
Pt had a cardiac cath and an insertion of an intra aortic balloon catheter on 2/1/96. The pt was then transfered to surgery for a CABG. On 2/4/96 pt developed numbness and then a loss of a foot pulse as well as a change in temp of the left foot. The pt had an acute arterial occlusion of the left leg. A left femoral thrombectomy done. Iabp was discontinued. An emergent fem-pop bypass was performed. Op note states that the common femoral, sfa and profunda arteries were markedly heavily diseased. There was a definite iliac lesion that was felt with the catheter at about 12 cm.